Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f1903: device explantation; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously, submitted medical record narratives. The following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant. This event file will be closed with the information provided. Previous patient codes were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. It should be noted, that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use, further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination, which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Updated method and results code for manufacturing and sterilization evaluations. Added medical record information. Added common device name. Updated combo product field, added PMA/510k #. Added device manufacture date. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6). (B)(6). Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Operation: laparoscopic umbilical hernia repair with mesh. Surgeon: (B)(6). 1st assistant: (B)(6). Anesthesiologist: ni. Anesthesia: general endotracheal. Estimated blood loss: minimal. Drains: ni. Fluids: ni. Condition: ni. Specimen: ni. Findings: umbilical hernia. Wound classification I. Procedure in detail: ¿the patient was brought to the operating room and placed supine on the operating table. After adequate intravenous sedation was attained, the patient was intubated. Prior to the operation, flowiron were placed on bilateral lower extremities. The patient was prepped and draped in the standard surgical fashion. An incision was made in the left lower quadrant for the placement of a 5-mm trocar under optical view under the optivision. Once the 5-mm trocar was place intra-abdominally, the carbon dioxide gas was turned on and the belly was insufflated. Upon examining the belly, an umbilical hernia was identified. A second 10-mm port was placed in the left upper quadrant under the subcostal margin. An incision was made and the trocar was placed under visual guidance and another 5-mm trocar was placed in the left lateral aspect of the belly under direct vision. Two graspers were then used to pull down the omentum of fatty tissue from the umbilical hernia. Once that was reduced, the umbilical hernia was identified. Endoshears connected to the electrocautery were then used to circumscribe around the umbilicus with removal of fatty abdominal tissue for clear plane for placement of gore-tex mesh. Once the area around the umbilicus was cleared and the fascia was identified, a 15 x 15-centimeter gore-tex mesh was then placed intra-abdominally. Sutures were used to identify the length and width of the gore-tex mesh. The gore-tex mesh was then placed nicely under the umbilical hernia with a good overlap around the hernia site. Protack was then used to secure the gore-tex mesh in place. There were no signs of any active bleeding. All the ports were taken out under direct visualization. The ports were closed with 3-0 chromic and 5-0 pds. Steri-strips were applied to the small incision sites. The patient was awakened from anesthesia. Sponge, needle, and instrument counts were all correct at the end of the case. The patient was then awakened and brought to the recovery room in a stable manner.¿ (B)(6) 2009: (B)(6). Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05676577. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05676577) was implanted during the procedure. (B)(6) 2010: [missing records: records for cat scan showing a floating mesh were not provided.] (B)(6) 2010: [missing record: records for office visit where presented with periumbilical pain and erythema with fevers and chills were not provided.] (B)(6) 2010: (B)(6). (B)(6). Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh. Operations: exploratory laparotomy with removal of infected mesh of the umbilicus. Surgeon: (B)(6). 1st assistant: (B)(6). Anesthesiologist: (B)(6). Anesthesia: general endotracheal. Estimated blood loss: ni. Drains: ni. Fluids: 2 liters. Condition: ni. Specimen: passed off the field was an infected umbilical mesh. Mesh was collected and sent off. Findings: about 200 milliliters of purulent drainage from around the mesh, as well as a floating mesh this was removed and passed off the field. Indications: the patient is a (B)(6) gentleman who had a laparoscopic repair of the incarcerated umbilical hernia on (B)(6) 2009, about three weeks ago presented to dr. Chang¿s office with periumbilical pain and erythema with fevers and chills. He was then asked to get a cat scan and the cat scan showed a floating mesh. Procedure in detail: ¿the patient was taken to the operating room and placed on the operating room table in the supine position. After adequate anesthesia was then given all elbow, knees and heels were padded in adequate fashion. The patient¿s abdomen was then shaved, prepped and draped in the standard surgical fashion. A 7 centimeter incision was made swinging around the right side of the umbilicus. This incision was then taken down through the subcutaneous fat periumbilically as the incision was taken down with electrocautery. A pocket of purulent material was noted draining. This was cultured and sent off and aerobic and anaerobic cultures were taken and passed off the field. This incision was then carried down to the base of the mesh. The mesh was then located and noted to be floating, using hemostats the mesh was retracted upwards. Using both kelly clamps and hemostats the pro tack tacks were then removed circumferentially and passed off the field as sharps. The mesh was then isolated and removed and passed off the field. The base of the wound was then matted down in the abscess cavity. The wound was then irrigated with copious amounts of bacitracin solution. Hemostasis was then obtained with electrocautery using loop pds in the single fashion. The fascia and the subcutaneous fat was then reapproximated seven or eight interrupted sutures. This was tied down. Before this was tied down a #10 jackson-pratt drain was then placed at the base of the wound and brought through the skin in the left lower side of the wound. The pds was then tied down. The wound was then packed with two-inch iodoform packing and staples. The wound was then stapled in three places for reapproximation of the skin. A sterile dressing was then placed over the wound, as well as the jackson-pratt drain and the patient was then awakened from anesthesia in a stable fashion and brought to the recovery room.¿ (B)(6) 2010: (B)(6). (B)(6). Pathology report. Surgical pathology consultation report. Accession number: s-10-04518 sd. Clinical diagnosis and relevant clinical information: abdominal pain; infected mesh. Operation/procedure: exploratory laparotomy; removal. Anatomic site of specimen: number 1, abdomen. Microscopic examination: number 1. Abdomen, exploratory laparotomy: the specimen is received fresh labeled ¿riley, peter¿ and designated ¿explanted abdominal mesh¿ and consist of a single portion of tan-pink material with attached metallic rings throughout the surface of the material; this is consistent with abdominal mesh and measures 11.0 x 9.5 x 0.1 centimeters. Attached to the mesh of scant fragments of blood clot. A gross photograph is taken. No sections are submitted for microscopic examination. Dictated by (B)(6). Diagnosis: number 1. Abdomen, exploratory laparotomy: explanted abdominal mesh, microscopic diagnosis. (B)(6) 2010: (B)(6). (B)(6). Operative report. Preoperative diagnosis: recurrent umbilical hernia and abdominal incisional hernia. Postoperative diagnosis: as above. Operation: laparoscopic repair of recurrent umbilical hernia and abdominal incisional hernia with gortex mesh. Assistant: (B)(6). Anesthesia: (B)(6). Anesthesia: general. Findings: patient has an incarcerated umbilical hernia repaired laparoscopically in (B)(6) 2009. His gortex mesh became infected in (B)(6) 2009 and was removed a month later. The fascial defect was closed primarily. In (B)(6) this year, a bulge in the umbilicus and at the previous incision was noted. The abdomen was entered laparoscopically and extensive adhesions to the anterior abdominal wall at previous gortex mesh placement site was lysed and then a 22 x 16 centimeters gortex mesh was used to repair both the recurrent umbilical hernia and abdominal incisional hernia. Procedure: ¿the patient was placed on the operating table in the supine position under satisfactory general endotracheal anesthesia. The entire abdomen was prepped with betadine solution and was draped accordingly. Three surgiports were placed from the left lateral abdomen: 5 millimeter port was placed just medial to the anterior superior iliac spine, a 10 millimeter port in the left subcostal region and a 5 millimeter port through the left lateral abdominal region. The extensive adhesions of small bowel mesentery and omentum to the anterior abdominal wall at previous gortex mesh placement site were lysed. Hemostasis was checked and found to be satisfactory. The fascial defect encompass both recurrent umbilical hernia and abdominal incisional hernia were identified. A double layer gore-tex mesh of size 22 x 16 centimeter was inserted into the peritoneal cavity. The mesh was positioned so the its edges surrounds the hernia defect for about 5 centimeters on all sides. The roughened surface was placed next to the anterior abdominal wall and was tacked in place with protacs [sic]. Surgiports were then withdrawn under direct vision of the scope and there was no bleeding observed. The incisions were closed with #3/0 chromic for the subcutaneous tissue and #5/0 pds for the skin. Appropriate dressing was placed on the incisions. Patent tolerated the procedure well and was subsequently sent to the recovery room in satisfactory condition.¿ (B)(6) 2010: (B)(6). Implant record. Implanted item: graft, dual mesh 18 x 24 centimeter x 1 millimeter. Quantity: 1. Model manufacturer: sb0000219. Lot number: 7329204. Model number: 1dlmc06. Expiration date: 12/2/2014. The records confirm a gore® dualmesh® biomaterial (1dlmc06/7329204) was implanted during the procedure. Records span (B)(6) 2009 to (B)(6) 2010. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. The complaint further alleges that on (B)(6) 2010 an additional procedure occurred whereby a second device was implanted, although no product information or product identification was provided. It was reported the patient alleges the following injuries: removal of infected mesh; abscess; granulation tissue; draining wounds with tube insertions; chronic infection & inflammation; severe pain; pain and suffering. Additional event specific information was not provided.